Event description:
Seven patient samples with discrepant glucose results. Patients 1 through 6 were repeated twice, in 2008 and about 15 days later, except patient 2 who was repeated once on the initial date. At about 2 months prior: patient 1, initial gave 39 mg/dl, repeats gave 79 and 92 mg/dl. About 9 days later: patient 2, initial gave 48 mg/dl, repeat gave 56 mg/dl. A second sample resulted at 75 mg/dl by different analyzer. At about approx 2 weeks later: patient 3, initial gave 42 mg/dl, repeats gave 79 and 88 mg/dl. A second sample resulted at 85 mg/dl by different analyzer. At about 15 days later: patient 4, initial gave 41 mg/dl. Repeats gave 78 mg/dl each time. Patient 5, initial gave 48 mg/dl; repeats gave 99 and 88 mg/dl. A second sample resulted at 89 mg/dl by a different analyzer. Patient 6, initial gave 49 mg/dl; repeats gave 72 and 63 mg/dl. A second sample resulted at 76 mg/dl by different analyzer. At about 47 days later: patient 7, initial gave 46 mg/dl, repeat same day gave 65 mg/dl. A second sample gave 74 mg/dl. Initial results were reported. Patients not adversely affected. Although a root cause was not determined, the field service representative lubricated all mechanisms and required surfaces, and rebuilt dosage pipettors. Performance tests was performed and within.